Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. The reported patient effects of angina and nausea are listed in the xience alpine everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the 3.0x28 mm xience alpine stent was implanted in the mid left anterior descending (lad) coronary artery. At the end of the case, plaque shift was noted to have shifted from the lad into the diagonal artery. There were st elevations on the electrocardiogram. After the procedure, the patient had chest pain with nausea. Medications (tridil, zofran, cangelor) were administered, but none of these medications were given to treat the plaque shift; therefore, the condition is ongoing. Tridil was given for the chest pain. No intervention was performed for the plaque shift because the vessel size of the diagonal was too small. No additional information was provided.